Manufacturer narrative:
Serial number unknown. Based on the conclusion of the investigation, it was determined that this was a serious injury associated with the fetal scalp electrode. The fetal scalp electrode was disposed of and product analysis was unable to be performed. The customer was provided with a copy of the associated field notice to be utilized to inform and retrain staff. As the infant was already delivered at the time of the incident and no further monitoring with the fetal scalp electrode was required and the customer did not require a replacement device. The device was discarded.

Event description:
It was reported that the fetal scalp electrode was difficult to remove requiring medical intervention in the form of an incision.

Event description:
It was reported that the fetal scalp electrode was difficult to remove requiring medical intervention in the form of an incision. The device was in use at time of event. The infant required medical intervention in the form of an incision to remove the fetal scalp electrode.

Manufacturer narrative:
Philips received the fetal spiral electrode device (¿fse¿) involved in the incident. Philips forwarded the fse device to the supplier for inspection and analysis. The fse was visually inspected and the needle of the fse was found to be bent. Although the actual cause of the reported problem is not known, it is possible that the incident was caused by user error. Based on the conclusion of the investigation, it was determined that this was a serious injury associated with the fetal scalp electrode.the customer was provided with a copy of the associated field notice to be utilized to inform and retrain staff. As the infant was already delivered at the time of the incident and no further monitoring.